Manufacturer narrative:
Eval - other: the investigation has been started but has not been completed. Preliminary testing - the "pre-test" did identify that there was a hole in the aluminum tube. The unit was disassembled and inspected to quantify hole size. The hole size was measured as 0.0038" across at its widest point. The hole was at the bottom of a "crater" shaped defect in the aluminum which was measured to be 0.0240" across at its widest point. Upon completed investigation a follow-up report will be submitted.